Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The corrosion observed on multiple tracks on the membrane tail would indicate that the device had been stored in adverse conditions. There was further evidence of this throughout the history log, where the device records multiple occasions in which the temperature is recorded outside the recommended operating range of 0-50°c with a low of -2.0°c recorded

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service prompt required